Event description:
Customer reported inaccurate sensor readings. He said the device was alarming all night. Customer's blood glucose is 260 mg/dl but her sensor reading is 105 mg/dl. Customer was advised the sensor appears to be responding to changes in glucose. He was advised of proper calibration methods and to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.